Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle broke off into the consumer's injection site during use. The following information was provided by the initial reporter, translated from french: "the client used a microfine utra pro 023x4 mm needle lot 2103199 to put in her lilly insulin pen. The pen went out well but the needle stayed in her belly."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle broke off into the consumer's injection site during use. The following information was provided by the initial reporter, translated from french: "the client used a microfine utra pro 023x4 mm needle lot 2103199 to put in her lilly insulin pen. The pen went out well but the needle stayed in her belly."